Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that there was a significant left over volume left in the bag at the end of infusion. Upon investigation by the pharmacist, bag overfills were ruled out and the infusion knowledge portal (ikp) data did not reveal any programming issues. It is their belief that the tubing set caused the issue as the hospital recently switched to "generic" tubings. The event occurred at the primary children's hospital (pch). Although requested, no additional information was provided to date.